Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer, who is a physician, reported that the freestyle libre 2 sensor was giving readings that were "off by > 20%". The customer replaced the sensor but noted the same readings concern. There was no report of adverse event or third-party intervention required. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The consumer reported issues with 2 freestyle libre 2 sensors, both with unknown serial numbers. This report covers both sensors. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The consumer reported issues with 2 freestyle libre 2 sensors, both with unknown serial numbers. This report covers both sensors. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer, who is a physician, reported that the freestyle libre 2 sensor was giving readings that were "off by > 20%". The customer replaced the sensor but noted the same readings concern. There was no report of adverse event or third-party intervention required. Based on the information provided, there was no report of serious injury associated with this event.